Event description:
It was reported that the cardiohelp was used on a patient who suffered cardiac arrest and was not responsive to resuscitative measures. Cardiohelp was placed using a femoral-femoral cannula placement. Support was initiated without incident. Venous pressures were not recording and "dashes: were noted on the screen. Other pressures and arterial temperature were recording. Support was continued and the patient was transported to another facility. Upon arrival, the sensor cable connection port on the hls disposable was inspected and noted that the white connection port that accepts the black sensor cable was loosened. The black sensor cable was connected adequately but not registering venous pressures. No fluid leak was noted at white connection port. Support was continued without changing the circuit. It was reported that the sensor cable connection port on the disposable that accepts the black sensor cable was "loose" during set-up/priming. Black sensor cable was positioned on white connection properly. No fluid leaked was noted during clear priming. (B)(4). MFR #8010762-2015-00315.